Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported a vacuum issue with no aspiration during cataract surgery (with intraocular lens implant). Occlusion was heard as well as displayed on the machine when changed the tubing and handpiece. The procedure was completed on same day after replacing the fluidics module and the handpiece. There was no patient impact. This report pertains to cassette involved in this reported event.